Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1aekm, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported it turned out that their lead was implanted incorrectly which created a lot of problems and patient never got the proper use out of the device because of this. This morning patient had a full interstim system replacement done. No further complications were reported.